Manufacturer narrative:
3 of 3 devices were returned for evaluation. Evaluation of 1 device found normal chuck wear and the turbine needed to be replaced. The device was repaired and returned to the customer. Evaluation of 2 devices found chuck wear and lack of maintenance. The devices had a non dentsply sirona manufactured cartridge, which is incompatible. The devices were repaired and returned to the customers.

Event description:
This report summarizes 3 malfunction events where a midwest stylus handpiece would not hold burs. No injury resulted in any of the events.